Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the lead implant procedure, the ventricular channel did not have consistent capture when the lead was connected to the device. The lead was not implanted. The patient was fine and was discharged the following day.

Manufacturer narrative:
Analysis was normal. No anomalies were found.